Event description:
On 12 september 2018, leica biosystems received the following information from the leica field service engineer: "the fried tissue was from the (B)(6). The whole run that day, for the most part was undiagnosable. Per the pathologists". On 28 september 2018, the leica applications specialist assigned to this event received the following information from the complainant: "10 total non diagnosis out of the 55 specimen processed. 9 small gi biopsy, 1 bladder biopsy". Patient identifier information for each patient for whom tissue was not diagnosable has been requested by the leica applications specialist on several occasions. As of 11 october 2018, leica biosystems has not received further specific case related identifier information despite several requests being made to the complainant. If additional information is obtained a follow up report will be submitted.